Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence, urethral hypermobility and a mesh was implanted. Concomitantly the patient underwent a cystoscopy, perineoplasty, laparoscopic sacralpopexy, enterocele repair. It was reported that after implantation patient experienced recurrence of incontinence, dyspareunia, excruciating vaginal pain, and mental breakdown requiring hospitalization. (B)(4) - dyspareunia.